Event description:
On (B)(6) 2007, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with four gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent re-intervention for treatment of a distal type I endoleak originating from the left hypogastric artery. The original contralateral leg component (pxc141400/04720421) placed in the left common iliac artery was extended with an additional gore® excluder® aaa endoprosthesis. Additionally, the left hypogastric artery was embolized with an amplatzer vascular plug. The endoleak was successfully resolved. It was reported that enlargement of the left common iliac artery was allowing flow from the hypogastric artery to communicate with the aneurysm sac. The diameter of the aneurysm sac at this time measured 9cm, however enlargement of the aneurysm is unable to be determined, as the aneurysm diameter at the time of the initial procedure is unknown.

Manufacturer narrative:
Patient medications include but are not limited to: potassium chloride, dorzolaminde hci, timolol maleate 0.9% naci infusion, iodixanol, heparin sodium, hydralazine, digoxin, triamterene hctz, warfarin sodium, multiple vitamins, nitroglycerin infusion. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Manufacturer narrative:
Corrected/additional information.